Event description:
ICU medical spinning spiros closed male luer, red cap (ch2000s-c), lot#4962306 - had instance of cracking/leaking despite being a closed system that is supposed to prevent hazardous drug exposure. FDA safety report ID# (B)(4).